Event description:
The customer called stating that they are getting diff vote outs and rf voltage below limits and noticed fluid leaking around the laser on the lh780 instrument. The volume of leak was about 5 mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found a cut in the sheath pressure tubing on the bottom of the flow cell. He replaced the tubing at the bottom of the flow cell that fixed the leak and corrected the diff vote outs, but the rf voltages and scatter gains was still low and erratic. The flow cell appears to be clogged and ttm (triple transducer module) needed alignment. Fse removed flow cell and let it sit in cleaner overnight and flushed flow cell with 50/50 bleach the next day. He clean and reinstalled flow cell; adjusted the volume, conductivity, scatter (vcs) aligned ttm that corrected the low rf voltages and scatter gains. All system check out ok and the unit is functional. Upon recur the failure mode identified (cut in sheath pressure tubing); it is likely to cause flagged, un-flagged or non-numeric differential or retic results, depending on the severity of the leak due to improper delivery of diluent flow from sheath tank to flow cell during sample analysis. (B)(4).